Event description:
It was reported that there was undersensing of premature ventricular contractions (pvc) which caused false episodes on the implantable cardiac monitor. Reprogramming was planned and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).